Event description:
During device replacement, insulation damage was observed on the right ventricular (rv) lead. The physician alleged that the cause of the damage was due to friction with the device can. The rv lead was capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.